Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2008 with a pmi component. An expansion clip was implanted on (B)(6) 2011 due to patient growth. Subsequently, patient was revised on (B)(6) 2011 due to a fractured expansion clip from playing sports. The expandable clip was removed and replaced. Patient underwent another revision procedure on (B)(6) 2014 due to another fractured expansion clip from a sports injury. All components were removed and replaced with standard line implants.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-02458 / 02459).